Event description:
Medtronic received info that the guidewire would not pass through this venous cannula. This observation was made during femoral cannulation for a dissecting aorta. It was reported that aortic cannulation was performed without issue, but venous cannulation could not be completed. As the venous side could not be cannulated, the surgeon elected to obtain direct access through a sternotomy. The pt subsequently expired. However, the healthcare professional has stated that the death was not due to the problem with the venous cannula.

Manufacturer narrative:
Evaluation results: device history review found the product lot met specifications when released for distribution. Analysis: visual inspection of the returned device shows the dilator distal tip end appearing unfinished or formed, as some plastic flash was observed along with no radius formed. In addition, the inner diameter as undersized which could not allow the guidewire to pass through the tip. To date, medtronic has received no additional complaints associated with this lot number. The supplier has been notified, and will conduct additional investigations to determine root cause. Conclusion: reduced device performance occurred and was related to the reported problem. Pt outcome not related to device performance issue as reported by the health care professional.